Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the cable tensioner was broken. Wire is ceased inside the tensioner. No fragments generated from broken device. No surgical delay as we have a second tensioner. Procedure successfully completed. Patient outcome is unknown. This is 1 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary service and repair evaluation: the customer reported the device was broken. The repair technician reported the cable is stuck inside the device and reported the device required further testing at the vendor. The item is not repairable per the inspection sheet. The cause of the issue is unknown. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. Investigation was performed by the manufacturer/supplier: rti. Reference attachment "(B)(4) rti complaint investigation report summary.pdf". Flow: device interaction/functional visual inspection visual inspections by rti revealed that there was some corrosion around the etching. This could have been the result of the age of the device which was in use for over 12 years. Functional testing per rti, the cable was removed and the tensioner was inspected to wi-eng-004 revision b. The tensioner passed the functional testing criteria per rti process. Document/specification review the manufactured and current drawings were reviewed. Drawing change from rev k to l was only for UDI requirement; no functional update to the device. No design issues were revealed during investigation. Conclusion the complaint was confirmed during investigation as the as received condition of device shows a small portion of the cable being stuck inside the tensioner. The broken condition could be interpreted as functional issue. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed product risk analysis was conducted. See attachment "(B)(4) rti complaint investigation report summary.pdf" device history lot part # 391.201 synthes lot # p028082 supplier lot # p028082 release to warehouse date: jun 12, 2008 supplier: pioneer surgical technology no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.